Event description:
It was reported a right salpingooophorectomy was performed 2/23/98 with an ets flex and the case was completed. On 2/24/98 the pt was reoperated for a laparascopic evacuation of a clot of hemoperitoneum, allegedly from arterial bleeding along the entire staples line. The rep has not spoken to the surgeon. 3/2/98-the tr35b reload is being returned.